Manufacturer narrative:
(B)(4).

Event description:
It is reported that two tibial articular surface provisionals were found fractured during inspection process of the instrument trays.

Manufacturer narrative:
Upon further assessment, it was determined that this product will be reported under 0001822565 - 2018 - 00889.